Event description:
It was reported that there was a migration. It was noted that the patient was hospitalized for 1 day. It was noted that the surgical intervention was ¿re-do¿ laparotomy which involved removal of the leads. The leads were reportedly replaced. It was noted that the event was ¿closed¿ as of (B)(6) 2003. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, implanted: (B)(6) 2001, product type: lead. Product ID: 4351, serial# unknown, implanted: (B)(6) 2001, product type: lead. (B)(4).